Manufacturer narrative:
Date of event: unknown, not provided. Best estimate is (B)(6) 2020 to (B)(6) 2021. If explanted, give date: not applicable, as the lens remains implanted. Device evaluation: product evaluation was not performed because the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed no other complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that he is not satisfied with his intraocular lens (iol) procedure. He stated that he cannot drive at night anymore, he feels like there is a fog in his right eye, (od) he sees halos and starbursts in both eyes (ou). Focus is worse in his right than left eye (os). He feels like his vision is worse than before the surgery. He got a second opinion, and all they said was he has to have them replaced. The first doctor who implanted the iol said he will not put a multifocal lens in, and is going to have a retina specialist come in to implant a plain lens, that surgery was scheduled for the (B)(6), but it was rescheduled. No other information was provided. This report to capture event for od. A separate MDR report will be submitted for event in os.